Event description:
Open heart patient returned from surgery with iabp. Approximately an hour after arrival I noticed that I didn't hear the balloon pump sound. When examing the iabp noticed it was on standby. I pushed the start button and it alarmed and would not restart. I continued to push the start button and looked at other reasons for not restarting. After 1 minute I reported the need for another balloon pump. Approximately 15 minutes later the new iabp was started. All vital signs remained stable. Evaluation of device revealed fluid in the suction line which was detected by the machine causing it to shutdown (normal function). Hypothesize that fluid may have entered balloon catheter while disconnected for open heart procedure, then aspirated in to machine when reconnected. Unit was serviced and return to department.